Event description:
It was reported that an unknown plastic like material was observed in the three way stopcock on the arterial pressure line during set up.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Result. Customer report was confirmed. Rec'd only one three way stopcock. Unknown white material was found at the inside of female luer. (B) (4) lab evaluation: per chemistry study (B) (4) the ir spectrum of the unknown white material showed similar absorption characteristics when comparing to polyvinyl acetate like material.